Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was dropped, after which the screen displayed lines, the buttons were unresponsive, and the user could not rewind the pump to complete a supply change; a replacement device was arranged and the user was advised that data would not transfer and to complete startup on the replacement while continuing cgm use via the dexcom app or receiver. Symptoms included a blood glucose excursion with a reported high of 385 mg/dl following overtreatment of a prior low, with values outside 70¿180 mg/dl for approximately six hours, without loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no use of backup therapy, no ketone testing, no steroid use, and no professional medical intervention. Investigation included customer interview and coordination for device replacement and return. Investigation of this device revealed device damage to the display and user interface consistent with accidental physical impact, resulting in inability to operate the device for a supply change. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from dropping the device.